Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on september 08, 2023.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2023 (specific date not reported) and during the admission, the device was explanted on (B)(6) 2023 due to electrode migration. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 17, 2023.